Manufacturer narrative:
The root cause of the customer's complaint is accidental hitting of tooth with a brush head.

Manufacturer narrative:
Clarification: chipped tooth. Manufacturing date was not provided at time of call and device has not been returned for evaluation.

Event description:
The consumer states that their tooth was chipped while using their 2-series power toothbrush.